Event description:
Same case as MDR ID 2134265-2014-04363. It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced to dilate an unspecified previously implanted stent. The balloon was inflated however it ruptured at 8 atmospheres on the first inflation. Then another 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced however the balloon again ruptured at 8 atmospheres on the first inflation. No segment of the two balloons was detached inside the patient after they ruptured and both devices were able to be removed completely from the patient. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).